Manufacturer narrative:
The other device listed in this report is a v40 cocr lift head, 36mm/0, cat # 6260-9-136, lot # mln7vw. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Patient was infected and a debridement was done along with a head and liner exchange.

Event description:
Patient was infected and a debridement was done along with a head and liner exchange.

Manufacturer narrative:
An event regarding infection involving a trident 0 degree insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.